Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was normal but that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump had constant motor error alarms during rewind due to motor encoder signal out of phase. We were unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify alarm in the alarm history screen due to motor error alarm. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.